Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which backed out set screw had been removed. Revision surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. During review of the returned set screw, a wear pattern was observed around the outer edge of the bottom face. This suggest full surface interface contact with the rod was not achieved. When the rod experiences full surface contact, a "windshield wiper" type pattern appears across the set screw bottom surface. Review of the screw head inner-saddle indicated the rod had made contact on both sides. Perimeter edge wear marks on the bottom face of the set screw suggest the rod was not completely saddled in the left l4 screw. The specific root cause could not be ascertained.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which backed out set screw had been removed. Revision surgery took place (B)(6) 2017.